Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that "77" and "3.00" are displayed on the screen of her infusion device. She stated the power pack has been in use for more than 2 weeks. She stated she is aware of the power pack recall. The patient was educated on the importance of changing the power pack every 2 weeks. She was advised to insert a new power pack into her infusion device and it functioned properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.